Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from the cobas 6000 e601 module. The initial result was 42.92 ng/ml and the repeat result was 4716 ng/ml. The sample was repeated on two analyzers and the results were >4000 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 38154702 with an expiration date of 31-may-2020.